Manufacturer narrative:
Testing of actual/suspected device (1003233): a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to confirm the reported electrical test failure 58. The fse replaced the solenoid driver board as part of a field action, and performed a full preventative maintenance (pm) check, unit has passed all test and calibrations and is now ready for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was alarming for electrical test failure 58. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was alarming for electrical test failure 58. It is unknown under which circumstances the event occurred. No patient involved. There was no adverse event reported.